Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the event was not determined. It was reported that the implanting physician ordered an x-ray and CT scan before doing a lead revision. It was indicated tha thtis issue was not resolved. It was indicated that the provided information had been confirmed with the physician. Additional information was received from a manufacturer representative (rep) on (B)(6) 2020, reporting that the results of the x-ray and CT scan were unknown. It was also unknown if a revision would be scheduled or if any further actions would be taken to resolve the oor and impedance issue. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the high impedances were not determined. No further actions were taken to address the high impedances/oor issue. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were re ported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was seeing an out of regulation (oor) message. The rep reported that the patient had issues with impedances for the lower extremities. The rep reported that electrodes 1, 2, 3, 4, 5, and 6 were showing green, one electrode was red and the rest were orange. The rep noted that the patient was programmed with 2 groups with 1 program using electrode 2 and 5. Electrode impedance results were as follows: reference 2: 0: 33650 ohms 1: 1440 ohms 3: 24330 ohms 4: 19190 ohms 5: 16300 ohms 6: 26650 ohms 7: 19240 ohms reference 1: 2: 1440 ohms it was suggested using 2- 1+ 200 pulse width and 50 hz. The rep reported that they were able to increase up to 1.7-1.8 ma before seeing oor message. The rep reported that the patient had moved to a different position sine the last impedance check. The rep reported that the impedance had changed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I. It was reported that the patient had their previous inss both replaced with the newer ins model on (B)(6) 2019. The rep did not know if impedances were checked at the time of the ins replacement. The current ins, having the oor issues was for the patient¿s thoracic spine. The settings not available message is seen on the patient controller and the oor (out of regulations) message was seen on the tablet. The rep stated that they saw the patient briefly, like 2 days ago, but the ins was dead so they could not program them. The rep stated that at that time the patient was seen settings not available message on their controller and they were also not feeling stimulation in post-op at the time of the ins replacement. The rep was currently programming the ins with the tablet and they were seeing the oor message at very lower amplitudes. It was reviewed to consider checking impedances on program electrodes. If high density settings were seen, it was reviewed to consider increasing the pulse width to 200us. The current programming was bipole on 12 through 14, 310 tw and 100 rate and oor was appearing at 1.2 ma and the patient wasn't feeling stimulation. The rep stated that they had already tried higher and lower pulse widths. The ins was charged to 90 percent. At one point, the patient was able to lay down and feel stimulation but then it was gone. It was reported that electrode pairs had impedance measurements of greater than 4000 ohms. The rep stated with reference 0, impedances shown avoid on 0, 1, 3, 4, 7, 9, and 15 and do not use an 11. The rep also provided the various impedances as seen below: reference 1 - lowest was around 30k ohms reference 4 - lowest was around 22k ohms reference 7 - lowest was around 22k ohms 12-14 pair was 940 ohms, 13-14 pair was 860 ohms. The rep tried programming double guarded cathode on 12, 13, 14, 15, 310 pw, 100 rate but saw oor at 1.8 ma. The rep reviewed that impedances on electrodes 13 through 14 were at 760 ohms, 12 through 14 were at 860 ohms and 13 through 15 were at 21,000 ohms. The rep tried guarded cathodes on 12, 13, and 14, with the same pulse width and rate and saw are at 2.0 ma. The rep reviewed impedances again and references 0 and 1 showed the lowest values were around 30,000 ohms. Reference 2 showed some around 1100 two 2000 but most were at 10,000 ohms. The rep tried programming by five to six pairs which had the lowest impedances with 310 pw, 100 rate an increase to over 4 ma to where the patient was feeling stimulation and not seeing oor. At the end of the call the rep was able to program the patient on 5 to 6 pairs , with a 310 pw, 100 rate and increase to over 4 ma to where the patient was feeling stimulation in their legs and not seeing oor. Technical services reviewed the caller could continue to try different programming options with suggestions above. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.